Event description:
The customer reported that they received erroneous results for 2 patient samples tested for vancomycin. An aliquot tube for sample one, prepared by the modular pre-analytics system, initially resulted as 56.0 ug/ml and this value was reported outside of the laboratory. The pharmacy questioned the result and requested for the sample to be repeated. The customer pulled the parent tube of the same sample and ran it on a different c502 module (serial number (B)(4)) where it resulted as 16.1 ug/ml. The sample was also repeated using the parent tube on the same c502 module (serial number (B)(4)) where it resulted as 15.6 ug/ml. The repeat value was believed to be correct. A corrected report was issued for the repeat value of 15.6 ug/ml. An aliquot tube for sample two, processed by the modular pre-analytics system and from a (B)(6) male born (B)(6) 1969, initially resulted as 47.5 ug/ml and this value was reported outside of the laboratory. The pharmacy questioned the result and requested for the sample to be repeated. The customer pulled the parent tube for the same sample and ran it on a different c502 module (serial number (B)(4)) where it resulted as 15.8 ug/ml. The parent tube sample was also repeated on the same c502 module (serial number (B)(4)) where it resulted as 16.0 ug/ml. The repeat value was believed to be correct. A corrected report was issued for the repeat value of 16.0 ug/ml. The patients were not adversely affected by the event. The vancomycin reagent lot number was 65620201 with an expiration date of 10/31/2012. The fsr determined that there was debris in the incubation bath. He cleaned the incubation bath. The customer performed quality control and precision. Results were to their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result coding - device subassembly = incubation bath.